Event description:
On (B)(6) 2011 customer was troubleshooting differential vote-outs on the lh750 instrument with the assistance of customer technical support (cts) when customer discovered 1 -2 teaspoons of clear liquid leaking around the secondary probe area. Customer was wearing personal protective equipment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found fluid leaking from the differential shear valve. Fse removed a blockage from the port, cleaned the shear valve and verified repair per established procedures. Results met published performance specifications. No further leaks were reported.

Manufacturer narrative:
(B)(4).